Event description:
Additional information: it was reported that the date of refill was (B)(6) 2011, where the nurse had anticipated 4ml residual volume but the pump was empty. Patient reported that she had been sick for a week. At the time, it was not considered as a device related event as nurse was informed that it was 'felt that the patient was drug seeking'. The pump was refilled that day and 'patient should have been good for 70 days'. On (B)(6) 2012, patient was at the hospital and on checking the pump, the pump was 'right on', as 24ml was anticipated and 23.5ml was obtained. Patient was catatonic upon arrival and responded to narcan therapy. On (B)(6) 2012, the pump was refilled again and they aspirated 8ml; 'pump right on'. No diagnostic tests were performed, besides checking for expected volume versus actual volume assessment. After the initial dry event, pump had been returning volumes as expected. Patient had no fever, infection, lithotripsy, hot tubs or heating pads which would cause an over infusion. Patient was due to be refilled next on (B)(6) 2012 and 5ml was expected. It was unclear as to what happened and why the patient was hospitalized. Per the nurse, patient may be suffering from psycho/social issues which may have lead the patient to intentionally overdose on pain medication; however, this was not confirmed just "gut feeling." Drug dosages delivered via the pump were reported as follows: morphine dose/conc: 10 mg/ml dose 5 mg/day; clonidine dose/conc: 200 mcg/ml dose 100 mcg/day; bupivacaine dose/conc: 25 mg/ml dose 12.5 mg/day and compounded baclofen dose/conc: 60 mg/ml dose 30mg/day.

Manufacturer narrative:
Concomitant medical products: catheter model: 8711, lot #: j0058136r, implanted: (B)(6) 2001, explanted: unk.

Event description:
A missed refill was initially reported with underdose symptom and increased baseline pain. It was stated that these symptoms occurred prior to pump refill date that was missed; volume in pump was below recommended volume to maintain adequate infusion. Drugs delivered via the device were morphine, clonidine, bupivacaine and baclofen (compounded). On (B)(6) 2012, it was reported that the actual residual volume (arv) was less than the expected residual volume (erv): arv: 0, erv: 4. Per the reporter at last refill about a month ago, they were expecting 4ml and got back 0. It was confirmed the healthcare provider (hcp) was in reservoir fill port by using saline. It was stated that recently the patient was showing signs of "overdose again," was unresponsive and responded to narcan. Reporter was to go to the hospital to check for volume discrepancies again and would be consulting with physician on the next steps. A follow-up report will be sent when additional information becomes available.